Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an optometrist on (B)(6) 2018 that in the last few years she has seen corneal ulcers in "less than five patients" under 25 years old who wore this product. At the time of the initial report, symptom resolution is unknown. No further information available.